Event description:
Complaint description: when advancing guidewire into ars (syringe), resistance was met and got stuck. It resulted in failing to successfully insert.

Manufacturer narrative:
(B)(4). The customer returned one ars and guide wire assembly for evaluation. Visual examination of the guide wire revealed two small bends near the proximal end. No other defects or anomalies were noted. The returned guide wire contained two bends 19 mm and 36 mm from the proximal end. The total length and outer diameter of the returned guide wire were and were found to be within specification. The returned guide wire was able to pass through the returned ars with slight resistance. When slight resistance was felt during functional testing, the ars was opened and the valves were visually examined. The valves contained a significant amount of dried blood, possibly causing the resistance. Both valves contained slits through the material. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit warns the user, "do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The customer report of guide wire/ars resistance was confirmed by complaint investigation. The valves in the ars contained a significant amount of blood, likely making it difficult to pass the guide wire. Likewise, the guide wire contained two minor bends. A device history record review was performed based on sales history with no relevant findings. Based on the sample received, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates spring wire guide/ars resistance kinked.

Event description:
Complaint description: when advancing guidewire into ars (syringe), resistance was met and got stuck. It resulted in failing to successfully insert.